Event description:
It was reported that there was a damage on drain bag packaging. Per follow up information received on 21dec2021, there was a hole found to the product package. And the product package was not opened.

Manufacturer narrative:
The reported event was confirmed and cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, a small tear was observed at the outer packaging of the sample. The wrapping sheet was inspected and no damage or tear was observed on the wrapping sheet. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause could be due to operator error (eg; rough handling, improper insertion), user related (eg: rough handling). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cautions / warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a damage on drain bag packaging. Per follow up information received on 21dec2021, there was a hole found to the product package. And the product package was not opened.